Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach stapling on a laparoscopic sleeve gastrectomy, the surgeon loaded the green cartridge and selected the tissue then pressed the button of the stapler, but the loading unit was not stapling and the tissue was not stapled. They replaced the cartridge to complete the case. There was no patient injury.